Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: dates: (B)(6) 2011, inratio inr: 1.0, lab inr: 6.0 (tested within 3 hours). Date: (B)(6) 2011, lab inr: 6.05. Pt is on coumadin. Pt's inr has been trending down and so coumadin's dose has been changing. Pt's therapeutic range: 2-3.